Manufacturer narrative:
Customer address e1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to foggy immersion fluid in the charged couple device causes a blurry image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited a blurry image, the issue occurred during maintenance. There were no reports of patient involvement.